Event description:
It was reported that lead bipolar impedance is less than 100 ohms and unipolar is 262 ohms. Lead is unable to capture in bipolar. The lead is still in use with the device reprogrammed to unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.